Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (at 5pm). The patient manages her diabetes with novo mix 30 insulin and "diaphormin" (two tablets per day). According to the csr's documentation, two week prior to contacting lfs, the patient reportedly consumed less food/drink in response to the alleged meter issue. According to the csr's documentation, as a result of the alleged meter issue, the patient reportedly developed symptoms of "frequent urination and itchy" a month and two weeks after the reported issue occurred. The patient, however, denied receiving any form of medical intervention after the alleged meter issue. At the time of troubleshooting, the csr verified the patient was using the correct test strips and the proper testing technique (per owner's booklet recommendation). The csr noted that the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The alleged issue, however, remains unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.